Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 22 mmol/l. The customer had experienced high blood glucose levels for the past two days. It was stated that the customer no longer trusted the insulin pump. The insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.